Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to remove from this lot. It should be noted the xience prime everolimus eluting coronary stent system instructions for use, delivery procedure section states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the left main artery with no tortuosity, no calcification and 95% stenosis, a 4.0x18 mm rx xience prime stent delivery system (sds) was advanced via direct stenting and deployed at 14 atmospheres. Post stent deployment the balloon of the sds was deflated but significant resistance was felt between the balloon and the implanted stent during removal of the sds. Reportedly, two minutes were allowed after pulling negative for balloon deflation prior to attempting retraction of the sds. The sds was removed under negative pressure from the patient anatomy without any issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.